Event description:
According to the available information, during a post operative visit, the doctor noticed that the incision had opened back up where the altis was implanted. The patient is reportedly fine, but will have to undergo a revision closure soon.

Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of wound dehiscence, quality accepts the physician¿s observations. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.